Event description:
During the procedure, the occlusion balloon deflated. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted a balloon catheter and noticed that the occlusion balloon had deflated. The device was removed and replaced.